Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient was treated with injection vancomycin (1 gram in first bag than every fifth day, duration not reported) and injection megnova (500 mg in each bag, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.